Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by a depleted main battery due to use/user error. The main battery was replaced to correct the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. This condition was found in the central supply department. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.